Event description:
A customer technical advocate (cta) was contacted with regard to low hemoglobin results generated on pt samples using a cell analyzer is closed mode of operation. An initial hemoglobin value of 5.3 g/dl was obtained and upon repeat yielded a hemoglobin result in the normal range (co specific data was provided). The account uses a reference range for hemoglobin of 13.6 g/dl - 16.8 g/dl. The low result was flagged as being a result that was out of the reference range low to alert the operator. The low hemoglobin result was not reported out of the lab. There was no impact to pt management reported.